Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient faced an event of tape not sticking on (B)(6) 2026. No further information is available.